Manufacturer narrative:
Woven diagnostic electrode catheter was evaluated by the supplier. Visual inspection did not confirm the defect for electrode was peeled off. However, the investigation identified that the 4th and 6th electrodes appear to be shifted in the shaft. Laboratory analysis was unable to confirm the reported defect.

Event description:
It was reported that during a procedure to treat an atrial fibrillation (afib) on the left atrium, a woven diagnostic electrode catheter was selected for use. When the catheter was taken out of the patient after the procedure, it was noticed that the electrode part was peeled off. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter was returned to the supplier for laboratory analysis.

Event description:
It was reported that during a procedure to treat an atrial fibrillation (afib) on the left atrium, a woven diagnostic electrode catheter was selected for use. When the catheter was taken out of the patient after the procedure, it was noticed that the electrode part was peeled off. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.